Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that multiple malfunction alarms occurred. Reportedly, the customer reverted to alternate therapy for diabetes management. There was no reported adverse impact to the customer's blood glucose level.